Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested with cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the next day after the appearance of cloudy effluent, the patient was hospitalized for the peritonitis. The patient was treated with voncon (intraperitoneally, dose and frequency unknown) and 3 tablets of ciproxin (500 mg, orally for one day, three times) as a treatment for peritonitis. The patient was discharged after eight to ten days of hospitalization. At the time of this report, the patient was recovered from the peritonitis. The action taken with extraneal therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Date of birth - the patient was born on an unreported date in the year (B)(6). The date of onset of the event of peritonitis was on an unreported date at the middle of (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.